Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message and the pressure/waveform readings could not be obtained. The central lumen was connected to a transducer and flush bag and it aspirated and flushed. The customer was advised to move to the transducer but they could not locate a pressure cable for the pump. They planned to check other departments to find it and call back if they needed help. They were instructed in all steps to disconnect the fiber optic from the pump and make necessary connections with the pressure cable and transducer if they found it. They were told that the pump would continue while in ECG trigger without an arterial line but this was not ideal for optimum therapy. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint #(B)(4).